Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer, and will be reported if made available to us.

Event description:
It was reported that "blood detected" message was displayed on the monitor of the intra-aortic balloon pump (iabp). This event occurred while in use on a patient. However, there was no injury, harm or adverse event reported.

Manufacturer narrative:
After three (3) good faith efforts (gfe) attempts were made to the customer requesting relevant data, there was insufficient information obtained. If any pertinent information is received in the future, this record will reopened and a supplemental report will be sent.

Event description:
It was reported that "blood detected" message was displayed on the monitor of the cs300 intra-aortic balloon pump (iabp). This event occurred while in use on a patient. However, there was no injury, harm or adverse event reported.